Event description:
Patient brought to the or via stretcher and asked to move to the bed. The stretcher brakes were verified as being locked but the stretcher rolled slightly, despite the locked wheels. Enough staff were at the side of the stretcher to brace it preventing a patient fall or injury.